Manufacturer narrative:
(B)(4). Evaluation results and conclusions: failure to deliver stent, stent deformation; 80% stenosis, little calcification. Evaluation summary: the device was returned to medtronic for evaluation. The protective sheath had been replaced over the stent for return. The stent was positioned on the balloon as per specifications. The seventh distal stent segment was slightly out of alignment. Stent od's met specifications. Procedural images were also received for review. Images showed pre-dilation of the cx vessel and deployment of a long stent there. There was evidence of stenosis in the proximal om1 and images were captured of kbt being performed between the cx and the om1. No images were captured of the introduction, advancement or reaction of the eres25018x device.

Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 18 mm, diameter 2.5 mm, was intended to treat a lesion in a patient. It was reported that the device could not cross the lesion and, on removal from the patient, the stent struts were destroyed. The target lesion was located in the circumflex/ first obtuse marginal and exhibited 80% stenosis and little calcification. It was reported that the target lesion was pre-dilatated with a 1.5 x 15 mm balloon to 12 atm for 1 inflation. No patient injury occurred and no clinical sequelae have been reported.